Manufacturer narrative:
The date of occurrence is during the 2007 time period. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. Info provided indicated the user experienced resistance when advancing the stent through the obstructed area. The instructions for use caution the user not to use the oasis if the wire guide or stent cannot advance through the strictured area. Prior to distribution, all oasis- one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. Although the lot number and manufacturing date were unable to be determined, we can advise that this product was manufactured prior to implementation of the corrective action based on the date of occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician successfully placed 3 biliary stents in the biliary duct. During placement of stent 2 of 3, a cook endoscopy oasis one action stent introduction system was used. During advancement of the stent through the obstructed area, resistance was encountered. Because the stent was difficult to advance into position, resistance in removing the guiding catheter of the introduction system from the stent was encountered. Although resistance in removing the introduction system was encountered, stent placement was successful. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.